Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. As it is unknown if customer was using sensor with ios or android operating system, PMA/510(k) # has been provided for sensor with ios operating system. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported via a webform a "incompatible sensor" message when scanning the adc device. The customer indicated that due to this issue, they experienced a loss of consciousness and/or seizure. The customer required treatment of juice, sugar, and/or food by a third-party. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported via a webform a "incompatible sensor" message when scanning the adc device. The customer indicated that due to this issue, they experienced a loss of consciousness and/or seizure. The customer required treatment of juice, sugar, and/or food by a third-party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported via a webform a "incompatible sensor" message when scanning the adc device. The customer indicated that due to this issue, they experienced a loss of consciousness and/or seizure. The customer required treatment of juice, sugar, and/or food by a third-party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
All pertinent information available to abbott diabetes care has been submitted. N/a was selected for g4 as it is unknown if the user was using android, ios, or a reader with the fs libre 3 sensor. This serves as a correction report section g3 (date received by mfg) was incorrectly submitted in the previous follow up report. The correct date should have been 08 aug 22. Section g4 has been update from verify to n/a.

Manufacturer narrative:
See section h11 (corrected data). All pertinent information available to abbott diabetes care has been submitted. This serves as a correction report. As per additional follow up with the customer, there was actually no medical event which occurred with this issue. Please disregard all reports associated with MDR 2954323-2022-21721.

Event description:
A customer reported via a webform a "incompatible sensor" message when scanning the adc device. The customer indicated that due to this issue, they experienced a loss of consciousness and/or seizure. The customer required treatment of juice, sugar, and/or food by a third-party. There was no report of death or permanent injury associated with this event.